Manufacturer narrative:
Nternal complaint reference: (B)(4). Van laarhoven, s. N., van eerden, a. H., van hellemondt, g. G., schreurs, b. W., wymenga, a. B., & heesterbeek, p. J. (2021). Superior survival of fully cemented fixation compared to hybrid fixation in a single design rotating hinge knee implant. The journal of arthroplasty. Https://doi.org/10.1016/j.arth.2021.11.037.

Event description:
It was reported that on literature review "superior survival of fully cemented fixation compared to hybrid fixation in a single design rotating hinge knee implant," 65 patients had an adverse event after a procedure where an rt-plus rotary hinge knee implant were received, using an unkn. Rt-plus femoral comp. 19 presented an asceptic loosening (of which 18 were treated with a revision surgery and 1 with an arthrodesis) 23 presented an unspecified infection (of which 5 were treated with a dair, 2 with a 1 or 2 stage implantation, 6 with an amputation, 2 with an arthrodesis and 5 required a prolonged wound leakage. 1 patient required an extensor apparatus reconstruction due to unknown reasons. 1 patient required an itb release due to unknown reasons. 12 patients presented stiffness (of which 5 required manipulation under anesthesia, 6 required an scopic or open arthrolysis, 6 required and arthrodesis) 9 patients required a reoperation (4 due to a periprostethic fracture, 1 due to an unknown implant malposition, 1 due to unknown implant mechanism failure, 3 due to pain). 8 patients had an adverse event after a procedure where an rt-plus rotary hinge knee implant were received, using an unkn. Rt-plus patellar component, all required a reoperation due to a patellar maltracking. Patients outcome is unknown. No further information is available.

Manufacturer narrative:
Results of investigation: the study of van laarhoven et. Al. [1] reports the outcome of 275 implanted hinge knee implants. The primary outcome was revision surgery due to aseptic loosening. As this is a literature complaint, the parts, used in treatment, were not returned for investigation. It is reported, several revision surgeries due to several reasons had to take place, involving a rt-plus rotating hinge knee. The part and the batch numbers of these devices are not known. Therefore, it is not possible to investigate whether the reported devices met manufacturing specification upon release for distribution. A complaint history review was conducted. The reported failure mode might occur in some cases, which is stated as a side effect in the IFU lit. No. 12.24 ed. 03/21. The severity and the failure mode are covered through our risk management. As no device was received for investigation, a visual inspection could not be performed. No patient information nor any other medical documentation was provided, therefore, a thorough medical investigation could not be performed. Based on our investigations the failure mode and the relationship between the device and the reported event cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. To date, no further actions will be taken. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor the devices for further similar issues. [1]: simon n. Van laarhoven, abraham h.j. Van eerden, gijs g. Van hellemondt, berend w. Schreurs, ate b. Wymenga, petra j.c. Heesterbeek,(2022) - superior survival of fully cemented fixation compared to hybrid fixation in a single design rotating hinge knee implant, the journal of arthroplasty, volume 37, issue 3. Https://doi.org/10.1016/j.arth.2021.11.037.

Manufacturer narrative:
Attachment added: article and literature assessment.